Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the guidewire was received in two fragments. Upon magnified examination, the core wire was found to be fractured at the fracture site. The guidewire was bent at the fracture site. The guidewire was bent at 9.0cm proximal and at 3.5cm distal to the fracture site. The guidewire was also bent on its distal section at 2.5cm from its distal tip. After removing the torque device, the polytetrafluoroethylene (ptfe) coating was found to be scrapped off proximal to the fracture site. No functional testing was performed due to the damaged condition of the guidewire. It appears that the torque device had scraped down the guidewire ptfe. Per the device dfu, "excessive tightening of the torque device onto the wire may result in abrasion of the coating of the wire." Because the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause of the analyzed ptfe peeling is considered to be related to use error. The guidewire displayed signs of necking around the fracture sites indicating that the guidewire was bent first and then separated and it is possible that the damage occurred due to handling of the device during the procedure, but could not be definitively determined following review and analysis of available information. Therefore, based on the event information provided by the customer and the results of the investigation, the exact cause for the reported and observed damages to the guidewire could not be definitely determined.

Event description:
It was reported that the guidewire was observed to be broken on the distal end. The procedure was continued with another guidewire. No patient complication due to this event were reported. No further information is available.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the guidewire was observed to be broken on the distal end. The procedure was continued with another guidewire. No patient complication due to this event were reported. No further information is available.